Manufacturer narrative:
Additional information: imdrf annex a, g, c and d codes.

Event description:
It was reported that the medication infused longer than intended. The pump module was programed ifosfamide infusion as 1480ml (5180mg, ordered over 4 hours, rate of 370ml/hr). However it was indicated by the pump, that the total volume given "1783.8." This resulted in the infusion running over the ordered time by almost an hour. (Instead of 4 hours, the infusion ran for almost 5 hours). There was a patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the medication infused longer than intended. The pump module was programed ifosfamide infusion as 1480ml (5180mg, ordered over 4 hours, rate of 370ml/hr). However it was indicated by the pump, that the total volume given "1783.8." This resulted in the infusion running over the ordered time by almost an hour. (Instead of 4 hours, the infusion ran for almost 5 hours). There was a patient involvement but no harm.

Event description:
It was reported that the medication infused longer than intended. The pump module was programed ifosfamide infusion as 1480ml (5180mg, ordered over 4 hours, rate of 370ml/hr). However it was indicated by the pump, that the total volume given "1783.8." This resulted in the infusion running over the ordered time by almost an hour. (Instead of 4 hours, the infusion ran for almost 5 hours). There was a patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.